Event description:
Customer stated that the device operated automatically without activation during a procedure. The procedure was completed with another unit. There was no medical intervention and no delay in the procedure.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated which revealed corroded bearings in the rotor assembly.